Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a seal on the package was missing. While unpacking, the 4.5x12mm liberte stent to treat an unspecified lesion, the stent and hoop fell out of the package. It was noted that the seal on the bottom of the package was missing and the package was completely open. The device never entered the pt, and the procedure was successfully completed with another of the same device with no pt complications reported.

Manufacturer narrative:
(B)(4)